Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that she lost the kit containing her insulin supplies. Customer stated that she was off the insulin pump for twenty-four hours. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.